Manufacturer narrative:
The main component of the device system, the relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen ata dose of 200 mcg/day via an implantable infusion pump. It was reported that while replacing a pump for normal elective replacement indicator (eri) the hcp was not able to aspirate from the catheter access port (cap). No symptoms were reported and the rep was to follow up with the hcp.